Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study ((B)(6)) who was implanted with a neurostimulator. It was reported that the system was not functioning. They were unable to recharge the neurostimulator. Diagnostics on 2019-06-12 showed the system was malfunctioning and the battery wasn¿t functioning. The device was explanted and replaced on (B)(6) 2019 and the issue was noted to be resolved without sequelae. The cause of the issue was not provided. No further complications were reported or anticipated.